Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a cardiomems sensor implant procedure. The steelcore guide wire was advanced to the intended location. When the sensor delivery system was being loaded onto the guide wire, there was difficulty and the patient experienced hemoptysis. The procedure was stopped and it was noted that no blood was seen on angiography. The patient was intubated and sent to the intensive care unit (ICU). No additional information was provided.